Event description:
Failure of posi flow valve. Injection cap. Caregiver had flushed pt's catheter line with heparin and saline. Pt went to play and parent noticed blood flowing out of catheter. Parent clamped line and changed injection cap. No ill effects. Parent noticed the valve on device did not spring back and was in open position.